Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative via sems-06635727 reported that an ar-12990 knee scorpion would not fire the scorpion needle on its first use, causing it to jam in the shaft. They tried opening multiple needles to try again, but the last needle broke in the shaft of the scorpion. The tech could not get it out. There was no harm to the patient, and the scorpion was taken off the field and replaced with another to complete the case. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
The complaint allegation is confirmed. However, the allegation that this happened upon opening the box cannot be verified due to the lack of pictures of the device inside the sealed package. One unpackaged, ar-12990, knee scorpion, batch number 15279636, was received for investigation. Visual inspection noted that a fragment of a needle was visible from the suture slot of the ar-12990 knee scorpion. Functional testing was performed on the returned ar-12990 with an ar-12990n batch number: 10512300 and it was found that the needle could not be fully inserted, the ar-12990n was met with resistance and could not pass through the shaft of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.